Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an abnormal noise from pump drive/pump head at higher revolutions per minute (rpms). The facility stated they have received an issue with the xenios console which is generating unusually high noise from the pump drive/pump head during operation at higher rpms. This abnormal sound raises concern with hospital staff, especially extracorporeal membrane oxygenation specialist physicians, perfusionists and nurses. Initially, the patient required a lower blood flow rate, and the facility was able to maintain adequate support at reduced rpms; however, the patient now requires higher blood flow, necessitating increased rpms to maintain. There was no resulting patient serious injury. The complaint sample was not available for product investigation.

Manufacturer narrative:
Additional information: section a, b5, d4, e3 plant investigation: non-conformity was not observed during the manufacturing process. Final inspection resulted with conformity. The review of the repair history of the pump drive of the console showed no repair activities and no other complaints have been reported for the device. The complaint sample was not available for evaluation. The provided device log file evaluation revealed no technical failure of the pump drive and no abnormality in power consumption. A defect of the pump head which caused the noise is possible; however, a definitive cause for the noise could not be determined.

Event description:
A user facility reported an abnormal noise from pump drive/pump head at higher revolutions per minute (rpms). The pump head was properly seated in the pump drive and no clots were noticed in the circuit. There were no defects noted on the disposable kit or the pump drive. This abnormal sound raised concern with hospital staff, especially extracorporeal membrane oxygenation specialist physicians, perfusionists and nurses. Initially, the patient required a lower blood flow rate, and the facility was able to maintain adequate support at reduced rpms; however, the patient required higher blood flow, necessitating increased rpms to maintain. There was no resulting patient serious injury. The complaint sample was not available for product investigation.